Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's transmitter never communicated with the sensor and kept restarting. No additional patient or event information is available.